Event description:
It was reported that the system with an implantable cardioverter defibrillator (ICD) and non bsc right ventricular (rv) and right atrial (ra) leads has been showing various instances in which both ra and rv leads showed high, out of range pacing impedances since last year. The system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).